Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA # 295453. The investigation is still on-going, and improvements will be made as the potential causes of this issue are identified. H3 other text : see h.10.

Event description:
It was reported that during use tubes are over filling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. This occurred on 20 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (2 of 2 complaints) it is reported that customer experienced over filling while using vacutainers. Not able to obtain any form of patient identifiers besides the fact that as of yesterday over 40 patients over the age of 20 years and of varying genders had to be redrawn and some had multiple tubes drawn due to having to discard some because of overfilling; overfilling into the cap.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use tubes are over filling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. This occurred on 20 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (2 of 2 complaints) it is reported that customer experienced over filling while using vacutainers. Not able to obtain any form of patient identifiers besides the fact that as of yesterday over 40 patients over the age of 20 years and of varying genders had to be redrawn and some had multiple tubes drawn due to having to discard some because of overfilling; overfilling into the cap.